Manufacturer narrative:
Based on the claim against the product by the customer noting that the erbe repeatedly faulted, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The erbe was analyzed and the complaint regarding the erbe faulting was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The reported error occurred when the erbe was tested in-house. M-02-3/c-00 errors are in error log. .

Event description:
It was reported that prior to the start of a da vinci-assisted total gastrectomy surgical procedure that the erbe generator errored multiple times. Prior to calling the intuitive tech support engineer (tse), the site tried rebooting the erbe several times. The tse uploaded the error logs and noted multiple communication and parity errors. The site was going to connect their force triad generator. The procedure was completed with no reported injury.